Event description:
The episode occurred in 2003, during a routine neuro interventional (avm) procedure on a pt, under the hand of doctor. Despite the target being distal and the anatomy noted as tortuous, the case is not reported as unusual or difficult. A pvs 1301 synchro 0.014" wire was used in tandem with a bsc renegade microcatheter, toe access the target site. A typical wire advance - catheter feed - wire withdrawal technique was utilized. During this sequence of advancement techniques, the guidewire became unresponsive to directional control. The guidewire - microcatheter tandem was then removed from the pt, examined, and it was noted that the guidewire had severed. All pieces were accounted for and contained within the microcatheter. The case was reported to have concluded without further complication, no injury resulted from the episode, and the pt has successfully recuperated without reported clinical sequelae.